Event description:
It was reported that during the device change out, the right ventricular lead was prophylactically being replaced. However, while the leads were being dissected out for hookup to the new device, the doctor noticed the outer insulation of the right ventricular lead was twisted. The lead was capped and left in place. A new lead was implanted as a replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.